Manufacturer narrative:
Batch review performed on 17 june 2019: lot 1901001, code 11.01001: 20 items manufactured and released on 14 february 2019. Expiration date: 2024-02-13. No anomalies found related to the issue. To date, 10 items of the same lot have been already sold. Concerning the semi-finished device subject of this case: code 77.11.0063, lot mat27910: 1500 items manufactured and released on 20 december 2018. No anomalies found related to the issue, 4 similar cases received up to now. Preliminary investigation performed by medacta r&d project manager: the breakage of a piece of the femoral impactor extractor head could have been caused due several factors such as an excessive tightening force applied during femoral implant fixation, excessive force/impactions trying to adjust the trial femoral positions (ml and flexum positioning) : in any case we are investigate a new design of the impacting head in order to increase the radii of the external shape, increasing the surface in contact with the femoral component and increasing the resistance section of the device. The new design will be managed with mr 197-19.

Event description:
Femoral impactor extractor breakage (instrument central body) occurred while the surgeon was impacting the femur. There was no delay, and another instrument was used to complete the case. No pieces left in the patient.